Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: only the inspiratory tube of the affected breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory heater wire was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was outside the required specification. A lot check could not be performed as no lot number was provided. Conclusion: the electrical resistance of the heater wire was found to be outside the specification due to a break in the connection between the heater wire and heater wire pin inside the overmoulded plug. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became faulty post production. (B)(4).

Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt235 breathing circuit was not heating. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt235 breathing circuit was not heating. No patient consequence was reported.